Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). Samples from the patient were requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with elecsys cmv igg on a cobas e 801 analytical unit. The first sample initially resulted in a cmv igg value of 0.150 u/ml (non-reactive) and it repeated as 0.150 u/ml (non-reactive). The sample was tested in another laboratory using a cmia method, resulting in a cmv igg value of 52.5 aiu/ml (positive) on (B)(6) 2025. The second sample initially resulted in a cmv igg value of < 0.150 u/ml (non-reactive). The sample was tested in another laboratory using a cmia method, resulting in a cmv igg value of 9.10 aiu/ml (positive). The third sample initially resulted in a cmv igg value of < 0.150 u/ml (non-reactive). The sample was tested in another laboratory using a cmia method, resulting in a cmv igg value of 3.82 aiu/ml (positive). The positive sample values were deemed correct.

Manufacturer narrative:
There was not sufficient patient material left for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.